Event description:
In 2008, the patient reported experiencing elevated blood glucose of over 600 mg/dl because she was incorrectly programming boluses on her infusion device. She was assisted with performing a 2.0 unit "quick bolus" and it was discovered that she was not pressing and holding the up button long enough to prepare the display to enter the bolus amount. She successfully programmed the 2.0 unit bolus and then performed another 5.0 unit bolus. Her target blood glucose level is 110 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.